Event description:
It was reported that the anchor was broken. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
Three (B)(4) 5.5mm twinfix ultra peek products were returned for evaluation. These were packed in one box. There were eventually three complaints opened for these devices. They are not serialized product. The evaluation will be shared with all complaints. The devices are used. Visual inspection showed that two of the three anchors had been fractured from torque/force. Distal threads are rolled and burnished. The excess torque extended to the inserter hex shaft fork. All tines were either flared out or bent in the same direction, but still attached. Symptoms indicate loss of axial alignment, excess torque and possible orientation issues. Departure from correct orientation location combined with continued torque may allow the inserter forks to twist within the anchor. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Axial lines on the insertion device indicate suture orientation within the anchor. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. No related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device was confirmed. No root cause related to the manufacturing of this device was confirmed. No further investigation at this time.

Manufacturer narrative:
Three (B)(4) 5.5mm twinfix ultra peek products were returned for evaluation. These were packed in one box. There were eventually three complaints opened for these devices. They are not serialized product. The evaluation will be shared with all complaints. The devices are used. Visual inspection showed that two of the three anchors had been fractured from torque/force. Distal threads are rolled and burnished. The excess torque extended to the inserter hex shaft fork. All tines were either flared out or bent in the same direction, but still attached. Symptoms indicate loss of axial alignment, excess torque and possible orientation issues. Departure from correct orientation location combined with continued torque may allow the inserter forks to twist within the anchor. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Axial lines on the insertion device indicate suture orientation within the anchor. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. No related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device was confirmed. No root cause related to the manufacturing of this device was confirmed. No further investigation at this time. Additional comment: this follow-up report is being submitted with information previously provided to you on (B)(4) 2019 and (B)(4) 2019 which is in our system marked as both failed emdr and duplicate emdr. As such, we cannot safely claim that FDA has received all information intended and we are submitting the information once again.